Manufacturer narrative:
An event of hemolysis and explant was reported. Investigation confirmed no anomalies were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all specifications. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 14mm and 28mm amplatzer septal occluders were implanted in a patient using non-abbott delivery systems. Implant positioning was confirmed by fluoroscopy and echocardiography. It was then reported 48 hrs later, the patient began experiencing hemolysis. A decision was made to explant the devices on (B)(6) 2023, and surgically close the defect. The patient status was reported as stable.